Manufacturer narrative:
Additional information was received on (B)(6) 2022. Explant is scheduled for (B)(6) 2022. Additional information was received on (B)(6) 2022. Bilateral deflation and left sided capsular contracture was originally reported. The left sided device was reported to be intact upon explant. Additionally, this device (6731251-014) was originally reported as the right sided device with deflation, was in fact the left sided device with capsular contracture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the photograph provided was completed by the failure analysis lab on march 1, 2022. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had mentor smooth round moderate profile 375cc saline prostheses experienced bilateral deflations and left sided capsular contracture (baker grade unknown) post procedure. Deflation was diagnosed through mammography and magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-11928 for contralateral prosthesis report.